Manufacturer narrative:
Retainer ring=clear. The insulin pump was returned for pump error 25 found on (B)(6) 2021. Device's history and trace files downloaded successfully using thus software. Unit passed displacement test, active current measurement, and sleep current measurement. No pump error 25 alarms noted during testing. However, device trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2021 at 12:46pm. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Device p-cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, and cracked retainer ring. Pump error 25 confirmed in the insulin pump history files on (B)(6) 2021 and was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected. The customer stated they were able to clear the alarm and complete the rewind process. Customer stated that power error detected was recurred within week of previous troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.